Event description:
Customer reports the com failure error message on carm display and carm rotation brake is loose. The error message is intermittent and pressing any key will bypass the error. Customer has been using system on a regualr basis. No pt injuries were reported.